Manufacturer narrative:
Functional test results show the wand detection circuit has failed on the subject controller. This coincides with the users complaint of an e5 wand error appearing on the subject controller display screen. The customer's complaint is verified because an electronic component has failed, thus causing this issue. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: there could have possibly been a power surge to the controller at the customers facility or a component on the subject controller could have possibly failed prematurely. Other conditions that can possibly cause this issue are using an improper power cord or improper extension cord, or a loose power connection at the users facility. As this is a repeat complaint from this facility, it is very possible there is a power issue at the customers facility causing the wand detection circuit to fail when the subject controller is plugged in and powered up.

Event description:
It was reported that during a knee procedure using a quantum 2 controller, the unit gave an error message. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.